Event description:
It was reported when the device was used during a laparoscopic roux-en-y procedure, a crunching sound was heard and the device fired half of the staples. The case was completed with another device. There was no patient consequence.